Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker system exhibited an increase in pacing thresholds on this right ventricular (rv) lead. Additionally, low intrinsic amplitude was observed. Further monitoring was recommended. This rv lead remains in service. No adverse patient effects were reported. Additional information was received that this rv lead was successfully explanted and replaced. No additional adverse patient effects were reported outside the revision procedure. This product has not returned for analysis.

Event description:
It was reported that this pacemaker system exhibited an increase in pacing thresholds on this right ventricular (rv) lead. Additionally, low intrinsic amplitude was observed. Further monitoring was recommended. This rv lead remains in service. No adverse patient effects were reported. Additional information was received that this rv lead was successfully explanted and replaced. No additional adverse patient effects were reported outside the revision procedure.